Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced as the device was unable to be inflated and the le suspected that there was a hole in the left cylinder. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the inlet tube and both exhaust tubes of the pump. Partial separations, surrounded by abrasion, were noted on the shorter exhaust tube of the pump. This is not a site of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinders 1 and 2. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a smooth, straight separation edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. The device was implanted for approximately two years and was assumed to be functional during this period. Therefore, the sequence of events resulting in the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.